Manufacturer narrative:
The review of the batch record and inspection protocols revealed no deviation. This event was assessed by a medical expert. According to the medical expert, a 19, 5mm figulla flex ii asd occluder might have been considered before the 29asd21. With no defect size or method of measurement information available, it is not possible to make a certain conclusion of the device size selection as the root cause. In the light of all investigation results, there was no device related root cause identified. The root cause has been traced back to non-device related factors.

Event description:
We were informed about an event as described below. [Description / sequence of events] - the subject occluder was deployed in an asd patient on (B)(6). - the patient's asd had almost no cs rim. An 18mm amplatzer occluder was initially deployed, but it was easily dislocated. Consequently, it was replaced with this oversized 21mm ffii occluder. Ii. Degree av block occurred once during the procedure. However, it resolved, so the occluder was deployed and the procedure was completed. - subsequently, I. Degree av block occurred on the night of (B)(6). Therefore, the implanted occluder was retrieved (B)(6). - the occluder was retrieved using a sheath (medikit 14fr) and double snare (goose neck snare). - re-deployment of an occluder is not planned for this patient.